Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I wanted to share that this defective syringe came out, when I wanted to uncover it, the needle stayed in the lid, I'll give you photos.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I wanted to share that this defective syringe came out, when I wanted to uncover it, the needle stayed in the lid, I'll give you photos.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned three photos of the31gx6mm syringe. The customer reported that when he/she went to uncover the syringe the needle stayed in the lid. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel, the cannula was no longer attached to the barrel. A review of the device history record was completed for batch# 2073648. All inspections and challenges were performed per the applicable operations qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure of needle hub separate. A definitive root cause cannot be determined.